Event description:
During insertion of the intraocular lens into the patient's eye during routine cataract surgery, the trailing haptic broke off. The incision was enlarged to remove the lens. No patient injury occurred.

Manufacturer narrative:
The intraocular lens was received, visual inspection shows a lens cut in half with one broken haptic and dried material on the optic. The lens met all specifications prior to release. While we are unable to determine the origin of this damage, our observations reasonably suggest that it is not manufacturing related. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.